Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Mdt rep called with the patient stating that they can't connect to the clinician tablet, recharger, or patient programmer today. Due to some health issues and hospital stay, the implantable neurostimulators (inss) haven't been charged for possibly up to 2 months. Tech services (ts) had rep attempt a physician mode recharge on both inss. Each ins responded with informational por and then straight to normal recharging session. Ts instructed rep to charge inss up to 25-50% and then interrogate both inss with tablet to confirm whether inss triggered an overdischarge event. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported it was confirmed the batteries were overdischarged. The batteries were charged to 25% then reset/turned on using the programming tablet resolving the issue.